Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that their device was acting up. Patient said they didn't know what happened but it was like it was vibrating inside of them. Patient stated they went for an MRI and it moved a little bit which started probably about a year ago or 6 months ago. Patient has not tried turning stimulation down. Agent offered assistance but the caller stated that they did not have their devices with them. Patient was redirected to their healthcare provider to further address the issue. Caller stated that they were told to call the manufacturer to schedule an appointment with a manufacturing representative (rep). Agent sent a message to the field to provide visibility and contact the patient further. On (B)(6) 2026 the patient called back stating they had not heard from a rep. Patient stated they had vibrating in the uterus and the doctor instructed them to call the manufacturer. The agent emailed the reps. The patient also noted they had lost their equipment and the agent provided information to request a replacement. The rep emailed back stated they were unable to contact this patient and that the number provided goes to voicemail. The office provided two additional numbers which also go direct to voicemail. They were unable to contact the patient or schedule an appointment to see t hem at this time. The patient called back and mentioned that someone called them regarding their replacement for their external devices. Agent provided sunmed phone number.